Event description:
During surgery, a screw broke about one centimeter before it could be fixed in it's final position. The reamining part of the screw could not be removed and is still in the patient. The planned medical care with four screws was not possible any longer. Surgery prolongation 15 minutes.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.